Event description:
It was reported that post implant, the patient experienced intermittent pectorial muscle stimulation. The patient was brought back into the operating room where the pacemaker site was reopened but the physician found nothing that could reproduce the muscle stimulation. The patient was admitted overnight for observation. The patient was doing well and has no more stimulation.

Manufacturer narrative:
Na